Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Attempts have been made to obtain additional information with out success. Should the product be returned or additional information be received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic valve, after coming off pump the valve "blew open" as de scribed by the nurse. The valve was explanted and replaced with another medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report has been determined to be a duplicate to regulatory report # 2025587-2015-00302.